Manufacturer narrative:
Corrected data: in the initial MDR repot, the sex/gender was inadvertently entered as ''unknown/ not provided'', which is incorrect. The patient is of a male gender which has been corrected in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided only that patient noted an oily film within 1-2 weeks post implant. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed. The reported issue could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent an uneventful cataract surgery and was implanted with a zxr00 (22.5 diopter) intraocular lens (iol) in the left eye (os). The doctor indicated that the surgery went smooth; however, over the past two (2) years the patient has been quite unsatisfied with resulting vision. Reportedly, within 1-2 weeks of the initial surgery the patient noted an oily film with poor clarity for near, intermediate and distance vision. The patient saw few doctors and always felt that the vision was oily. The lens was explanted in a secondary procedure in summer of 2018 and a replacement lens, model ar40e was used. An anterior vitrectomy was performed and a suture was required. The explanted lens was discarded. It was noted that the right eye continues to be phakic. No other treatment or prescription was given to the patient outside of the normal post-operative treatment. At the time of discharge, the patient had blurry vision; however, the surgery went well. No further information was provided. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant):20/40. Visual acuity post-op (post-replacement):20/100.